Manufacturer narrative:
Follow-up submitted as further investigation determined the rear cross bar was broken; however, the caregiver would still be able to assist the patient, if necessary, and it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the metal bar in back of chair was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the metal bar in back of chair was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.